Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent exploratory laparotomy with left colostomy reversal with stapled colorectal with ea anastomosis, adhesiolysis; repair of small bowel injury on (B)(6) 2005. It was reported that the patient underwent diagnostic laparoscopy, open laparotomy adhesiolysis with left end colostomy reversal with stapled colorectal anastomosis; repair of bowel enterotomy on (B)(6) 2005. It was reported that the patient also underwent left colectomy with diverting end colostomy on (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Reason for surgery: pop. It was reported that following insertion the patient experienced infection, urinary/bowel problems, organ perforation, fistulae, bleeding and dyspareunia. It was reported that the patient underwent mesh explant on (B)(6) 2005 due to repair and rectovaginal fistula. (B)(4).